Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had drawers 1.2, 1.7 and 1.11 reported as not opening smoothly. The field service engineer stated that 1.2 worked fine after multiple attempts, 1.7 had a sticky substance on tray and engine which worked fine after cleaning both, 1.11 had been overloaded with medication which opened fine after removing few medications. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system had failed drawer. The customer stated that the drawers for controlled substances are consistently sticking and not opening. There were no adverse events or injuries reported based on this event.